Event description:
It was reported that there were persistent errors against universal surgical manipulator (usm) 2. An intuitive tech support engineer (tse) reviewed the system logs and confirmed the repeated 23008 faults against the axis 1 tornado of usm 2. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "23008 error". In logs, error 23008 was confirmed indicating that pot to encoder error coupled with error 2300 indicating high command velocity during wiggle test on the suj tornado. Upon visual inspection no issues were found which would be related to the reported event. The unit was installed onto a golden system where errors were found and the unit functioned as expected. Tested the distal suj on a patient fixture test platform where it passed all relevant testing. As a result of these findings, failure analysis determined the searchlight to be the probable root cause of the reported problem.